Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump was damaged in the pneumatic tap area which punctured multiple cartridges, causing the cartridges to leak insulin. Blood glucose level was 110mg/dl. Reportedly the customer had an alternate pump for insulin therapy.